Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a subsidiary representative via sems that an ar-6410 tubing set leaked fluid from the connector during use. The procedure was completed with a new tubing set with no impact to patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-6410 main pump tubing was received for investigation. Visual inspection noted no problems with the device. The ar-6410 main pump tubing was assembled with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on it was noted that there was a leak at the y-connecter near the drip chamber. Fixture test: the ar-6410 main pump tubing was tested with a fixture to verify that air was not leaking from the white connector. While testing with a fixture, the neoprene sleeve expanded. This behavior is expected¿no problem found. No air bubbles were observed when the white connector was submerged underwater indicating no problem found with the white connector. The most likely cause for the reported failure can be attributed to supplier manufacturing due to not enough solvent bonded at the y-connector.